Event description:
The customer experienced a sporadic issue of low ion selective electrode (ise) results that would repeat higher occurring since (B)(6) 2015. Of the data provided for two patient samples occurring on (B)(6) 2015, only the potassium and chloride results for one patient sample were discrepant. Initial potassium result was 4.2 mmol/l and the repeat result was 4.7 mmol/l. Initial chloride result was 85.4 mmol/l and the repeat result was 97 mmol/l. The initial results were reported outside the laboratory. The repeat results were believed to be correct and a corrected report was sent. The patient was not adversely affected. The electrode lot numbers and expiration dates were requested, but were not provided. The field service representative found there was a fluidics failure. On the rinse arm assembly nozzle, a vacuum tube was slightly crimped causing the loss of suction and rinse water to splash out of the cuvette. He readjusted the vacuum tubing then determined the system was operating per specifications. Ise checks passed and calibration, qc and precision testing were performed.